Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "intraoperative or postoperative bone fracture of the femoral neck and/or postoperative pain." This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2015-01265 & 01266).

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
It was reported that patient underwent right total hip arthroplasty on (B)(6) 2007 and a left total hip arthroplasty on (B)(6) 2007. Subsequently, hip revision procedures have been indicated on both sides due to bone loss behind the acetabular cup and pain; however, no revision procedures have been reported to date.

Event description:
It was reported that patient underwent right total hip arthroplasty on (B)(6) 2007 and will be and left total hip arthroplasty on (B)(6) 2007. Bilateral hip revision procedures have been indicated due to bone loss behind the acetabular cups and pain; however, no revision procedure has been reported to date.